Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including displacement test, rewind test, sleep currents measurement test, active currents measurement test and self-test. All currents within spec range. Pump communicated properly with test guardian link (3) transmitter. No bluetooth communication anomaly noted. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ the following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube), broken belt clip rails, missing serial number label and cracked battery tube threads. In summary, customer alleged failed battery test not confirmed. No com pump to xmtr not confirmed. Charge/battery lasts less than expected not confirmed. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced several issues with the insulin pump and the transmitter. It was reported that the insulin pump lost sensor communication and would say reconfiguring the sensor, the battery lasting less than 7 days, the pump rejected the new battery and cracked at the back of the pump where the clip was. The insulin pump had a scratched screen that affected the ability to see, inaccurate false alerts and the pump lost pump settings during a battery change. The transmitter was not holding a charge long enough to complete a full sensor wear cycle. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-7811na, mmt-7020a. Troubleshooting could not be performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-7811na. No product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.